Event description:
Event description cpi received information that this transvenous defibrillation lead exibited high pacing thresholds and low r waves due to dislodgement. Lead was successfully repositioned.